Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1270339. D.4. Medical device expiration date: 31-jul-2023. H.4. Device manufacture date: 27-sep-2021. D.4. Medical device lot #: 2144435. D.4. Medical device expiration date: 30-apr-2024. H.4. Device manufacture date: 24-may-2022. (B)(6). H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with paxgene® blood rna tube. The following information was provided by the initial reporter: customer reports bubbles on the additive of the rna tubes. The bubbles have not disappear after several days of being in a shelf.